Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with lysis of adhesions due to pelvic organ prolapse and stress urinary incontinence. It was reported post implantation the patient experienced chronic pelvic and vaginal pain, bladder infections, rectal pain, urinary leakage, urinary and bowel problems, physical pain and discomfort and suffered psychologically and emotionally. It was reported the patient underwent revision of mesh (B)(6) 2009 and removal of mesh on (B)(6) 2008. (B)(4).